Manufacturer narrative:
Sciton contacted dr. (B)(6) office on (B)(4) 2019. At 2:25 pm. The person who answered the phone said the dr. Will return my call next week. Sciton again called dr's office on (B)(4) 2019 and left a message for the dr. To return the call. Sciton contacted the dr. On (B)(4) 2019 at 2:30 pm after the doctor left a voice message to call him. The dr. Stated that during the recovery process silverdene, metronidazole and triamcinolone were prescribed and frozen c treatment was administered. It was also explained to the dr. The reason for application of gel on the underside of the adapter prior to snapping it on to the full crystal is to ensure good thermal contact between the two sapphire components so that skin can be properly cooled during treatment. The dr. Also pointed out that a test spot at the back of the ear was treated on this type 2 patient prior to treatment. He also felt that this test spot may not have properly represented the skin in the treatment area (decote) where this female patient may have had greater sun exposure. He indicated that the patient has almost completely recovered and that no further action is required.

Event description:
The pt had a bbl treatment with the sciton joule, appropriate setting and she had first and second degree burns to her chest and neck. A test spot was done. The recommendations in the manual were followed but were not clear about where to put the gel on the device. The device was then checked by the MFR's service staff and found to be okay and said use a large amount of gel on the sapphire tip and the snap on adapter. This differs from the manual recommendations and the container for the snap on adapter. FDA safety report ID# (B)(4).